Manufacturer narrative:
(B)(4). Carefusion is the importer of record for this device. The legal manufacturer (nox medical) has been notified of the reported event. Any further reports will come from the legal manufacturer.

Event description:
The customer reported that while their patient was wearing the t3 nonin 3150 pulse oximeter the patient reported a bump and burn on their finger. The patient was seen by a nurse practioner and was given topical cream to address burn. The customer believes that their patient's issue was due to the red light in the finger probe. The device was returned to the customer by the patient.